Event description:
The customer is a first time user of test strips who reported inaccurately high blood glucose test results. On 8/8/96, she opened a new bottle and performed two (fasting am) blood glucose tests. The results were 228 and 239 mg/dl. Because she felt the results were not accurate she performed two blood glucose tests with other test strips. The results were 164 and 184 mg/dl. The other test strips are l/# (623694, code 8, expiration 8/98). The customer immediately called the co customer support line and, with the representative, performed a blood glucose test using the other stips, the result was 145 mg/dl. She then changed the code to (10) and performed a blood glucose test with the subject strips. The result was 222 mg/dl. A normal control solution test was performed on both brands of test strips with different brand normal control solution l/# vj641, expiration 8/98. The result with subject strips was 174 mg/dl versus a control range of 108-162 mg/dl. The code was then changed back to (8) and a control test was performed with the other strips. The result was 82 mg/dl versus a control range of 78-110 mg/dl. Also with the rep, a check strips test was performed with a result of 80 versus an range of 72-98. The desiccant is in the open bottle.